Event description:
IV tube leaking due to small hole/crack.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2020-00067. 2245270-2020-00068. These reports require a correction. Correction: the date of the follow-up report should be 12-oct- 2020. The previous two reports listed 21-jul-2020 erroroneously.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2020-00067, 2245270-2020-00068. One failed sample will be returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
IV tube leaking due to small hole/crack.

Event description:
IV tube leaking due to small hole/crack.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2020-00067. 2245270-2020-00068. One lectro cath was received used and plugged into an octopus. Analysis of the sample revealed a mark on the tube on the female side and a cut on the male side. The leak test shows a leak at the cut in the tube on the male side. This defect is characteristic of a bending of the tube. It is not recommended to kink the tube or pinch it with forceps / clamp. The defect was reproduced by bending the tube for several hours. A review of the batch file does not show any abnormalities. A 100% tightness control is carried out during manufacture, such a defect would have been detected and rejected automatically. We have not received a similar complaint on this batch and product code over the last 3 years. According to these elements, the cause of the defect is related to the conditions of use. Corrective action: based on the investigation, this issue could not be confirmed; therefore, no further corrective action is initiated at this time. However, both vygon USA and france will continue to monitor this issue.